Event description:
The hospital reported that at the completion of the coronary artery bypass surgery graft procedure, two heartstring sels didn't unravel completely during the removal process. The seals were removed without damaging the anastomoses. No patient complications were reported by the hospital.